Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 414 mg/dl. The customer¿s father said that the customer was taken to hospital because of ketones. The customer was treated with shots and insulin pump. The customer was wearing the insulin pump during the hospitalization. The customer¿s father alleged insulin pump was under delivering as the customer¿s blood glucose number was not going down. The drive support cap was normal. The customer changed the set and site and now blood glucose level stayed in range of 250 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify under delivery anomaly due to buttons not responding. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.